Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the pacing lead dislodged when the sheath was cut. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.